Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "intraoperative or postoperative bone fracture and/or postoperative pain." & "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reports patient had an initial left hip arthroplasty on (B)(6) 2006 and an initial right hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on the left side on (B)(6) 2014 due to pain and synovitis. No right revision has been alleged. Additional information received in patient's operative (op) notes reports the presence of approximately 5 ml of clear fluid, synovitis, and incomplete bone and cup fixation; however, no loosening was noted. The modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.